Manufacturer narrative:
Manufacturer year 2003. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage 1 in both eyes at the 2-day post op exam. Oral steroids (prednisone) were prescribed and topical steroid dosage was increased to resolve symptoms. The patient had no complaints. The surgery center reported the dlk was resolved. Best corrected visual acuity (bcva) from (B)(6) 2018: right eye pre-op 20/20 -.75 x .00 x 90, left eye pre-op 20/20 -.75 x -.25 x 96. This is report is for the excimer laser. A separate report will be submitted for the femto laser.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.